Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2010, the patient was implanted with a bifurcated stent graft and infrarenal extension to treat an abdominal aortic aneurysm. On (B)(6) 2018, endologix became aware of an unknown endoleak. A future procedure will be scheduled to do angiogram to determine the cause of the leak and determine if any further treatment is needed. No other information is available at this time and there have been no additional patient sequelae reported.

Event description:
A secondary procedure was performed. The physician elected to implant another bifurcated stent graft and suprarenal stent graft extension to reline the original devices to resolve this endoleak.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.